Event description:
Customer reported the system made 3 loud bangs then the monitors went black and system displayed an overload fault error. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the high voltage cable connectors. System operates as intended.